Event description:
Boston scientific received information hat this patient implanted with this implantable cardioverter defibrillator (ICD) presented with a pneumothorax and dyspnoe. At this time the ICD remains implanted and the patient was given intensive medication.

Manufacturer narrative:
This device remains implanted and thus no analysis will be conducted. Upon additional information this investigation will be updated.